Manufacturer narrative:
Product ID, 8703 lot# j94142102, implanted: 1994 (B)(4), product type catheter. (B)(4). Analysis of the pump found a motor/gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the partial catheter that was returned found no significant anomaly. Dried drug, blood, or foreign material occlusion was found in the catheter body.

Event description:
It was reported that there was a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall occurred (B)(6) 2013 and recovered on (B)(6) 2013. There was a second motor stall that occurred on (B)(6) 2013 which had not recovered and the pump was alarming. It was noted that the patient had not had a magnetic resonance imaging (MRI) study or anything out of the normal. The patient was in the hospital due to the pump eroding through the skin. They started noticing a change in the skin around the pump and then it broke through. The patient was hospitalized in preparation to explant the pump and due to fear of withdrawals; however, it was noted the patient had not had any withdrawal symptoms. The pump was being used to deliver bupivacaine and morphine. A revision procedure was performed and everything was explanted. The physician stated that during explant, the catheter appeared to be clogged and brittle.